Event description:
It was reported the patient ((B)(6)) experienced a sudden sharp band-like pain in her abdomen. Further evaluation of the patient found that her ipg had reached its end-of-life. It is unknown whether the depletion of the ipg was premature or if the depletion was expected as no program parameters are available. There are no immediate plans for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.